Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: drive unit failure.additional text: drive line fracture.specific component(s) involved: driveline malfunction.additional text: fracture.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of pump.other intervention :implant device type: lvad.